Manufacturer narrative:
The device has been returned and evaluated by product analysis on 04/06/2017 with the following findings: a review of the black box indicated unexplained reboots starting at 06:06 on (B)(6) 2017; deliveries never resumed. A ¿replace cartridge¿ alarm was recorded at 20:00 on (B)(6) 2017 and deliveries resumed at 21:42. Another ¿replace cartridge¿ alarm was recorded at 13:09 on (B)(6) 2017 and deliveries resumed at 15:33. The black box revealed that the pump was manually suspended and resumed multiple times on (B)(6) 2017 and (B)(6) 2017. A review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. Visual inspection revealed that the battery compartment was cracked in two places. There was no evidence of any moisture or corrosion in the battery compartment. The returned battery cap had stripped threads and was unable to maintain electrical connection; the reporter power complaint was duplicated. A test battery cap was able to fit and maintain electrical connection; the test cap was used to complete investigation. The pump successfully completed a rewind, load, and prime sequence. The pump was exercised for 24 hours with no issues occurring. The pump passed delivery accuracy testing and was found to be delivering within required specifications. The pump cover was removed and no internal defects were found. Unrelated to the original complaint, investigation revealed that the display was discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (damage) issue. The reporter stated that the patient had a blood glucose (bg) of 406mg/dl with drowsiness, polydipsia and dehydration. The patient self-treated using insulin pen injections. Customer support (cs) completed troubleshooting and it was noted that the battery compartment was cracked. The patient has gastroparesis and is taking beta blockers and is asymptomatic when low. This report is being made due to the bg excursion the patient experienced due to an alleged power issue.